Event description:
The customer reported blood pump stopped twice with no alarms during treatment. The nurse was doing her routine checks with the pt when found the blood pump was stopped. There was blood clotting.